Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: 1 x part 03.010.061 / #lot 9605031 / drill bit ø 4.2 mm, calibrated, length 340 mm, 3-flute. The visual inspection has shown that the drill bit shaft is broken close to the quick coupling. Therefore, this complaint is rated as confirmed. The cutting edges of the drill bit are in a very poor condition. The ø 4.5 mm of the drill bit close to the breakage got measured. Conclusion: the measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specification of. The broken surface is homogenous what indicates material conformity as well. Unfortunately, we are not able to determine the exact cause of this complaint. It is likely that a combination between intense use and a mechanical overload during use, or mishandling during the cleaning process did lead to breakage of the device. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Reporter's phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Part #03.010.061 / lot #9605031. Manufacturing location: (B)(4). Manufacturing date: 28. August 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was. Not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the drill bit broke during cleaning process. No patient involved. This complaint involves 1 part. This report is 1 of 1 for (B)(4).